Event description:
A 65 year old white gravida 3, para 3 female; status post bilateral submuscular inframammary 300cc textured gels placed 08-08-1991. Pt reports that she had the "double bubble" deformity post operatively, so she underwent a bilateral lift on 06-13-1996 "which was complicated by post-op which was healed by secondary intention". Pt denies any problems since then, other than deformity and scars. Pt denies decreased size, history of trauma, or change in texture. Pt has had some arthralgias/myalgias, spasms, and sun induced upper chest rashes. Pt is otherwise healthy.